Manufacturer narrative:
The device was returned loose. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger is advanced almost to the end of the tip. The nozzle tip is bent, which may have occurred during return. No lens or lens pieces were in the device or returned separately. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Two viscoelastics were indicated, however only one is qualified for use in this device. The root cause for the reported ¿broken-remained in paste¿ could not be determined. No lens pieces were found in the returned device. The root cause may be related to a failure to follow the directions for use (dfu). There appeared to be inadequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant the iol broke. The broken lens was left implanted. Additional information was received the patient experienced severe corneal edema.